Manufacturer narrative:
Manufacturer has implemented an internal corrective action to address the reported issue. Follow up report will be submitted upon completion.

Event description:
Reporter reported that during a procedure, the suture was loaded onto the capio device. The capio device was then placed through the vagina ready for needle insertion. It was at this point, the surgeon noticed the tip of the needle had become detached from the suture material. The needle was retrieved. No adverse outcome to pt reported.